Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, such as applying excessive force when attempting to pass the needle through the scissor/or damage to the scissor's interior. Directions for use. (Dfu-0392-sub). To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 12-dec-2025, it was reported by a sales representative via (B)(4) that an ar-13999hdn scorpion needle was bent while attempting to deploy the suture. This occurred during use in a rotator cuff repair case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.